Manufacturer narrative:
Section d9 was updated due to part return update to initial report (due to part return) section h6 evaluation code conclusion - remove d02 and add d15 component code - remove g0201205 and g02005; add g07001 h3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated the device alert message, backup ventilation (buv). The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue that the device entered into buv with relevant codes. The sp performed the extended self-test (est) and the device failed the flow sensor crosscheck; therefore the sp replaced the delivery proportional solenoid (psol). The device again failed est for mix accumulator 25 psi calculated pressure and the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all the required tests and calibrations as per manufacturer specifications at the time of service. One inspiratory psol and inspiratory flow module pcba was returned for further analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced inspiratory psol and ifm pcba did resolve the issue in the field; however, the returned components were analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated the device alert message, backup ventilation (buv). The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue that the device entered into buv with relevant codes. The sp performed the extended self-test (est) and the device failed the flow sensor crosscheck; therefore the sp replaced the delivery proportional solenoid (psol). The device again failed est for mix accumulator 25 psi calculated pressure and the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all the required tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the issue was isolated to faulty delivery psol and ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated the device alert message, backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.